Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred.the 99% stenosed target lesion was located in the calcified and moderately tortuous unspecified artery below the knee. The 2.0 x 150 x 150mm sterling sl mr balloon was inflated and ruptured on the 2nd inflation at 10atms. The balloon was removed intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).device evaluated by MFR.: the device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).